Event description:
(B)(4). I started having bad pain in my legs, feet, and arms to the point where I could hardly walk by the end of the day and they were throbbing at night preventing me from sleeping. I had a blood test and it showed by body was producing ama cells which usually indicate an autoimmune disorder, but I was tested for lupus, ra, and a couple other auto immune that might affect the muscles and everything came back negative. My pcp and the specialist still have not found anything that could be causing it. At that time, my nail beds were all dented and my hair was coming out in clumps. Things got a little better for a short time but now I have all those symptoms, plus my periods are extremely heavy with large blood clots, my stomach is bigger than it has ever been in my whole life, and I am always tired. I got the essure in (B)(6) 2014 and my health seems to be getting worse by the month. It is very hard to take care of a (B)(6) year old with all this pain and fatigue. I'm making an appointment to see about getting my tubes out and praying these problems will all go away.